Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding patient receiving intrathecal unknown baclofen 2000 mcg/ml at 367 mcg/day via an implanted pump. It was reported there was no flow from the catheter during normal pump replacement. It was unknown if there were any environmental, external, patient factors that may have led or contributed to the issue. On (B)(6) 2022, they removed the pump segment and tied off the spinal segment. They cut the catheter, had good flow, and replaced with an ascenda catheter. The device status was ¿no return, customer discarded¿. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s weight and medical history were asked and would not be made available.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n178038007, implanted: (B)(6) 2008, explanted: (B)(6) 2022, product type: catheter. Product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2014. Explanted: (B)(6) 2022, product type: catheter. Other relevant devie(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 03-nov-2010, UDI #: (B)(4); product ID: 8598a, serial/lot #: (B)(4), ubd: 10-apr-2015, UDI #:(B)(4). If information is provided in the future, a supplemental report will be issued.